Event description:
It was reported that the pta balloon catheter was difficult to remove through the sheath; therefore, the catheter and the sheath were removed together as a single unit. No further treatment was provided. There was no reported patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient information, which was updated in the appropriate sections.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned within a 7fr introducer sheath. The investigation is confirmed for sheath retraction issues, as the balloon could not be retracted through the sheath and the condition of the returned balloon indicates retraction issues (i.e. Bunching of balloon material at distal tip). The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. It should be noted that per the reported event details, it was stated that the device was inflated with a syringe. It is possible that the syringe was not able to pull enough negative pressure from the balloon prior to the retraction attempt through the sheath. Additionally, the balloon was inflated and reformed multiple times during a graft declot procedure. It is unknown whether the use in a declot procedure contributed to the retractions issues.